Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during sleeve gastrectomy surgery, when severing gastric tissue , after fired, noted the staples malformed . Changed the new one to complete surgery . There was no patient consequence reported. No additional information can be provided.